Manufacturer narrative:
Batch review performed on 10 october 2019. Lot 181696: 120 items manufactured and released on 09-may-2018. Expiration date: 2023-04-29. No anomalies found related to the problem. To date, 116 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain due to a loose cup. The cause of the loose cup is unknown. The surgeon revised 2 screws, head, liner and cup almost 1 year and 1 month after primary. The surgery was completed successfully.